Event description:
The surgeon reported the system would not start up and displayed a system message. The incision had not been made. The company sales rep was able to reboot the system and the surgeon completed two surgeries. Three cases were cancelled and rescheduled two days later.

Manufacturer narrative:
The company sales rep examined the sys. The fluidics module, battery, and the plastic cap on the arm assembly were replaced. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l reports for the system. The customer states that no samples are returning for eval. A root cause for the reported sys message is unk and cannot be determined at this time. (B) (4). (B) (4). (B) (4).